Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the r wave sensing value was not displayed on programmer screen during testing mode after the implant of a leadless implantable pulse generator (ipg). The sensing values were acceptable when programmed to nominal mode and the device remains in use. The physician questioned if there was evidence of "ringing effect". No patient complications have been reported as a result of this event.